Event description:
Adverse event(s): "residual hyperopia" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported, a patient with residual hyperopia following bilateral intraocular lens (iol) implant surgeries. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 07/29/2010, 08/10/2010 and 08/13/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).